Manufacturer narrative:
(B) (4): evaluation summary: the tip of the broach impactor which engages with the broach has fractured, and it appears that this has happened due to repeated use of the device in the span of over 5 years in its potential use. The inner mechanism also has came loose due to heavy use. The fatigue mode of fracture could have resulted through misuse of the device such as off-axis loading and impacting. Potential causes for this event are misuse and fatigue failure. Device history records indicate all components were manufactured and inspected to specification. The instrument was found to meet print specifications. The reported malfunction has caused or contributed to a serious injury in the previous two years on a same or similar device. As a result, this report is being submitted in compliance with the medical device reporting for manufacturers guidance document published by the FDA in march of 1997.

Event description:
It has been reported that the broach handle fractured.